Event description:
It was reported that the patient presented for device interrogation. It was discovered that the right ventricular lead exhibited high pacing impedance, elevated capture threshold, and decreased sensing. The lead capped and replaced on (B)(6) 2021. The patient was in stable condition.